Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system stopping unexpectedly was confirmed via the log file. The log file captured the system operating around the set speed on (B)(6) 2025, followed by the system stopping unexpectedly on (B)(6) 2025. S3: system fault and m4: motor alarms were observed around this time correlating to the unexpected system stop. The system was not observed to have been put back into use throughout the remainder of the data, and the console was powered down at the end of the log file to perform the reported equipment exchange. The returned centrimag motor (serial number (B)(6) was functionally tested alongside the returned console (evaluated separately) at the service depot and performed as intended. Atypical events were unable to be reproduced throughout all testing, and the serviced and tested motor was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information not provided. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the console shut off while supporting patient. They switched to backup. The console and motor was scheduled to be sent for evaluation.